Event description:
Thv/tvt registry alternative summary reporting adverse event submission for events received by edwards during q2 for aortic serious injury events for the sapien 3 valve. This report summarizes 7 cardiac perforation events for the sapien 3 transcatheter heart valve. The age range for these events is 90-73 years. The breakdown for gender is as follows: 7 males.

Manufacturer narrative:
This report provides data from thv/tvt registry data exemption number e2016006 and summarizes 7 of cardiac perforation for the sapien 3 valve in the aortic position. The device identification (di) numbers for edwards commander delivery system are: (B)(4). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium, or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
During administrative review it was discovered that the following information was missing from the initial report. The ''time to event'' (tte, in days) for this event was 0.57.

Manufacturer narrative:
Correction to the exemption number field per FDA request on 07/07/2022.